Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection revealed no external damage. Event history logs were reviewed and confirmed an acu watchdog error. Functional testing was performed and the reported issue was able to be replicated. The root cause of the reported issue was determined to be the speaker not working as intended. To correct the issue, the speaker was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device exhibited an acu watchdog error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: additional information was received indicating the event occurred prior to infusion, there was no patient injury. Updated h6 health effects. For all enquires or follow up questions related to the record, do not use regulatory.responses@smiths-medical.com located in section g1, please direct those to the following: regulatory.responses@icumed.com.